Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right atrial lead exhibited noise and low pacing impedance. The right atrial lead was explanted and replaced. The patient was in stable condition.